Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Based off the information provided, the most likely cause for the reported failure can be attributed to an electrically erasable programmable read-only memory (eeprom) failure.

Event description:
It was reported that the scope image went blank towards the end of the case.